Event description:
Following implant of a new implantable neurostimulator (ins) impedance measurements greater than 4000 ohms were observed on all pairs except c <(>&<)>0. The cause was assumed to be the lead after attempting two inss and still getting out of range impedance measurements on all but one combination. The physician was unable to replace the lead at that time because the patient had not consented. The patient was not receiving effective therapy. A lead replacement was scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the revision took place. The patient was receiving therapeutic relief following the procedure.

Manufacturer narrative:
Product ID, 3093-28 lot# v053883 serial#, implanted: 2008 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).